Event description:
User claimed that the hot/cold pad broke and caused the interior contents to leak on user during use. User claimed that this caused second and third degree burns, which were treated through operations.